Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, assisted with resetting the pump, and instructed to call back if the malfunction code recurred. The caller acknowledged and understood the instructions, and the pump was confirmed to be usable following the reset, with no further malfunctions reported.